Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise which was oversensed and resulted in an inappropriate shock. An x-ray confirmed the right ventricular (rv) lead was dislodged and there was a fracture located at the proximal end of the proximal coil. A revision procedure was performed. Twiddlers syndrome is suspected as the associated device had been flipped. The lead was removed from service and replaced. No additional adverse patient effects were reported.